Manufacturer narrative:
(B)(4). Additional information: how long of a delay was there to procedure? The delay was about 5 minutes. Long enough to retrieve broken bag and obtain another. Did delay alter procedure or post-op patient care of patient? Pt care was not altered in any way. The analysis results confirmed that the pouch device was returned in good visual condition and fully deployed. The pouch was returned inside a bag along with the instrument, upon visual inspection it was found torn; in addition the suture was attached to the pouch and it was found torn. In order to evaluate the internal components the device was disassembled. Upon disassembling of the device no anomalies were noted with the internal components. No conclusion could be reached as to how this damage occurred. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device containing the gallbladder was being extracted through the port site when the suture broke. A new device of same product code was used to remove specimen. No contents of pouch leaked. There was a delay to procedure but exact length of delay unknown. There were no patient consequences.